Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where service confirmed the issue. The cable has internal signs of twisted wires, causing a flickering image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure occurred, and image noise occurred. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the image flickered and came on and off then became dark. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.